Event description:
It was reported that the pt arrived at the emergency room in severe cardiac shock with no pressure. A pixel stent was used in a very calcified lesion. Much force was applied to the device in an effort to try and pass the lesion. The stent deployed prematurely at the lesion site and it was left at this location. The pt died. The death is not attributed to the device, but to the state of the pt upon arrival for treatment at the hosp.